Event description:
It was reported that the pt had a primary thr done on (B)(6) 2012 with mdm components, an accolade 2.5 stem and -4 28mm head biolox. Her pain never went away and she also had a oozing wound. She was taken back for a revision and tested for infection which came back negative. The mdm components were then removed and a uhmwpe liner and l¿fit head were implanted.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 1236-2-848, lot # 39233601, description: restoration adm x3 ins 28/48 cat # 6570-0-028, lot # 308720, description: delta v-40 ceramic head 28/-4. It cannot be determined which, if any of these devices may have caused or contributed to the patient¿s experience. A supplemental report will be submitted upon completion of the investigation.